Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (b)(5) 2011, explanted: (b)(5) 2014, product type catheter product ID: 8586, lot# n248519, implanted: (b)(5) 2011, explanted: (b)(5) 2014, product type accessory product ID: 8709sc, lot# n283026015, implanted: (b)(5) 2011, explanted: (b)(5) 2014, product type catheter (B)(4).

Event description:
It was reported the catheter was explanted and replaced on (B)(6) 2014. The patient had pain along the catheter track and an increase in pain. There was no alleged product issue with the pump segment of the catheter and an ¿other or unknown product issue¿ with the other catheter segment and the catheter tunneling tool. It was noted the catheter tunneling tool was also replaced. The pump was also replaced since the catheter was being replaced. The pump had an ¿other or unknown product issue¿ and the following was reported: ¿in known issues with pump.¿ the system was being used to deliver morphine. The patient status at the time of the report was ¿alive- no injury.¿